Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient has been having problems with the right atrial (ra) lead and right ventricular (rv) lead. The patient has been shocked twice in the last couple of years. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.